Event description:
It was reported through stryker facebook page: operation was good. The knees are starting to try and lock up. 5 - 6 years after operation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.